Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the pressure setting could not be changed. According to the report, an anomaly of the part for pressure adjustment was suspected. It was stated that overdrainage was prevented by the patient keeping their head up. Reportedly, the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received on march 9, 2017. The device was returned at pl setting 0.5. The device was preliminarily tested and reviewed by r <(>&<)>d in the device analysis lab. The r<(>&<)>d testing failed and r<(>&<)>d requested the device to be put on ¿hold¿ prior to final analysis testing. When the final device analysis was set to take place the device could not be located in the device analysis lab. A thorough search of the device analysis lab was conducted and the device could not be located. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported there was no impact to the patient and they were under follow up. According to the report, no mris were performed while the device was implanted. The valve was not bathed in chemicals or antibiotics prior to implant. It was also noted that the setting was confirmed via x-ray after explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.